Manufacturer narrative:
Additional information has been requested. The investigation is ongoing. Report 1 of 2, see related medwatch report number: 0001920664-2020-00039.

Event description:
The user facility reported metal flaking from the product went into the eye. The debris was removed with no reported impact to the patient.

Manufacturer narrative:
The instruments were visually inspected under a microscope and no evidence of material defect or manufacturing error was detected. The silver solder was tarnished, which is a natural occurrence. Cleaning the silver solder to remove the tarnish will resolve the issue. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete. Report 1 of 2, see related medwatch report number: 0001920664-2020-00039.